Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken cable; as a result coagulation was not possible. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the or team took another instrument, they have several sets. Procedure was successfully completed. If the cable was broken no coagulation was possible. It was not a matter of the energy. The broken cable was black. It is unknown if there was any damage to the conductor wire insulation or if there were any signs of thermal damage at the site of conductor wire breakage. The cable was broken in half. Arcing was not observed. No photographic images of the device(s) and no video recording of the procedure were available for isi review. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed the instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. The root cause is attributed to component failure. Additionally, the instrument was found to have thermal damage at the yaw pulley. The instrument was found to have charring and localized melting at the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument failed the electrical continuity test. The root cause is attributed to mishandling/misuse. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/lot# k10211025 0284) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system (B)(4) with 2 uses remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.